Manufacturer narrative:
Our field service engineer replaced the damaged expiratory channel pc board and the ventilator then passed all safety and functional tests and was cleared for clinical use. There is no information how the water entered the ventilator. Ingress of liquid substance on pc boards can cause failure/short circuits which might lead to various alarms and failure. The ventilator system was manufactured in year 2002 to the applicable standards at the time for liquid spill ingress protection. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that water had entered the ventilator and damaged one of the pc boards. There was no patient involvement. (B)(4).